Event description:
FDA maude report. It was reported that the capio surgical suture and capturing device were being used when the end tapercut needle broke off and lodged into the patient's tissue during a sacrospinous ligament fixation of the vaginal vault due to vaginal prolapse.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74f1700809 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
FDA maude report. It was reported that the capio surgical suture and capturing device were being used when the end taper-cut needle broke off and lodged into the patient's tissue during a sacrospinous ligament fixation of the vaginal vault due to vaginal prolapse.